Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the PICC was leaking from the exit site and was removed and replaced at end of chemo. No injury was reported. PICC was not retained for investigation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the PICC was leaking from the exit site and was removed and replaced at end of chemo. No injury was reported. PICC was not retained for investigation. No other information was provided. The following additional detail was provided for this event as part of a focus survey: the catheter length was 49cm, inserted in the basilic, 4cm exit mark and secured with a secureacath between the 4 and 3cm. PICC used for oncology treatment of oxaliplatin, 5-fu. Leak observed with fluid leaking out of the exit site, around the 4-5cm mark external to the patient. PICC used for 6 weeks before leak occurred. Site cleaned with chloraprep 3ml. No injuries sustained.